Event description:
The customer reported to olympus , that the none of the light-emitting diode (led) work on evis exera ii xenon light source and the device will not power on. The issue occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed , found blown and charred fuse components on alternating current inlet of the power supply. The additional finding: the top cover rusted, bottom chassis rusted, front panel chassis rusted, front panel mouth was damaged, worn-out scope socket and poor connection, non-olympus lamp life meter was reading over 500+hours, lamp life was expired, debris inside air pump tubing, and stains on fu lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunctions would likely, be a fuse on alternating current inlet was blown out. Olympus will continue to monitor field performance for this device.